Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site (shengyurui medical - soundway) for investigation. Soundway reports "in the middle of august, we received the sample sent back by mail from the customer. After our inspection and testing of the sample, we found that the sample was normal and the functional test met the technical specifications." The complaint could not be confirmed.

Event description:
It was reported that "the etc02 cannula works for about 20 minutes and after this time it doesn't measure the value of c02 any more". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the etc02 cannula works for about 20 minutes and after this time it doesn't measure the value of c02 any more". No patient harm or injury reported. Patient condition reported as "fine".